Event description:
After firing the covidien signia endoscopic manual linear cutting stapler, the plastic load fell off of the loading unit during the procedure. No harm to the patient during the incident.